Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery and spinal pain. It was reported that the patient has to charge daily because the battery is running low within 24 hours due to high intensity settings. The patient claims that from (B)(6) 2018 it took 3-4 days for the ins to deplete and the patient said nothing has changed since then to lead to quicker depletion. The patient also stated that while charging he sees a screen that says he needs to charge the ins even though he is in the process of charging. The exact screen number was not known. The patient said he has to charge for up to 5 hours and the patient said he only checks the controller while charging every 30-40 minutes to confirm it is still charging the ins. The rep looked at the charge diary and saw some occasions where the patient has excellent coupling, but it still took 50-60 minutes to charge from 50% to 100%, 10% to 80%. It was reviewed that this was not a big concern as the time frame is fairly normal, but the patient claiming they have to charge 5 hours because of interruptions is not normal. The patient said that because of the charging issue, he has turned stim down to a level where it is not beneficial so that the charge burden is less. The rep was setting up new programs. The patient is going to call back if they see the message again to determine if a replacement product is needed. No further complications were reported.